Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Mother reported her daughter experienced the string break on a tampon leaving the tampon inside. The next day she went to an acute care clinic to have the tampon removed. A speculum and tweezers were used which caused pain. The provider was unable to remove the tampon and her daughter went to the ER where a nurse was able to remove the tampon. Her pain resolved and she was doing well.